Manufacturer narrative:
The technician cleaned the head valve in the hydraulic block and after testing, found the head up functions operating properly.

Event description:
Information rec'd indicates the technician found when testing the bed functions, the head of bed could not be raised.